Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed the self-test. There was no patient involvement at the time the reported issue was discovered. The analysis was performed by the customer only. Based on the information provided, the reported problem was confirmed by the customer and determined to be due to broken external paddles. The root cause of the external paddles failure could not be determined. The customer found a third party to repair the external paddles to resolve the issue, and the device was returned to service. No further information on how the external paddles were repaired was provided. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. A third party repaired the external paddles to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting address postal: (B)(6).

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed to pass the startup self-test. There was no reported patient involvement.